Event description:
The customer reported the system would not boot up to a usable state. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the eprom memory. The system operates as intended.